Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool handle and jaws were observed. Charred tissues were evident on the jaws. The silicone insulation was completely detached from the cold boot side of the jaw. Microscopic inspection showed the heater wire flexed away from the center, but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled" and the analyzed failure "material twisted/bent" were confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sheers were poked through the endo tunnel and out of the skin in the patient's right thigh. Upon removal of the sheers, a portion of the protective sleeve of the jaw came off the device outside of the patient. The hospital discontinued use of the device and completed the remaining portion of the dissection using a 'direct bridging technique'. The patient experienced a puncture/burn wound from the device when it burned through the skin.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 sheers were poked through the endo tunnel and out of the skin in the patient's right thigh. Upon removal of the sheers, a portion of the protective sleeve of the jaw came off the device outside of the patient. The hospital discontinued use of the device and completed the remaining portion of the dissection using a 'direct bridging technique'. The patient experienced a puncture/burn wound from the device when it burned through the skin.